Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was explanted and replaced with a competitive product. The explanted device was returned to guidant for analysis.